Manufacturer narrative:
Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date post-operatively, bone atrophy was observed around a proximal locking screw. The patient was originally implanted with a variable angle locking compression plate (va-lcp) two-column volar distal radius plate and locking screws on an unknown date. It is unknown if a revision surgery will be performed. Patient status is unknown. Concomitant devices: va-lcp two-column volar distal radius plate (part: unknown, lot: unknown, quantity: 1). This report is for a 2.4mm titanium (ti) locking screw 14mm. This is report 1 of 1 for (B)(4).